Event description:
Reporter states, the patella component was revised due to slight to moderate polyethylene wear.

Manufacturer narrative:
The info provided and the examination results are insufficient to determine the cause of this event. However, the wear observed is not necessarily unusual for the reported period of implantation.